Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the mega suturecut needle driver instrument graspers were bent. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. The grips were not damaged. An additional observation not reported by site was that the pitch up cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. Other cables at wrist the were not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.